Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead functioned well, but would not stay in place. The patient had just had bypass and the atrial appendage was sewn closed after surgery and the lead did not have anything to attach to, therefore the lead was replaced and the issue was solved. There were no complications or issues relating to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) pacing lead would not "work". The ra pacing lead re-positioned three times but was ultimately explanted and replaced. No patient complications have been reported as a result of this event.